Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a-rubber (bending section cover) leakage from which fluid invaded the device during handling of the device by the user. The fluid invasion caused abnormality of electronic component, as a result the suggested event occurred. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). The instructions for use (IFU) state the following regarding the suggested phenomenon: "3.3 inspection of the endoscope 3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and evaluation found the following: due to a pinhole on bending section cover or distal sheath rubber, water tightness is lost; due to wear of angle wire, bending angle in down direction does not meet the standard value; scope connector case unit needs repair; distal end insertion unit needs repair; and universal cord unit needs repair. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the charged coupled device (ccd) of the evis exera iii bronchovideoscope was defective. The issue occurred during the receipt inspection. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found the complaint was confirmed and the image was black due to a damaged ccd unit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.